Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the air/water nozzle appeared to be a black rubbery substance but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, it is possible that the observed leak resulted in improper reprocessing. The event may be detected by following the instructions for use section below: ¿·inspection of the endoscopic system¿ ¿- inspection of the air-feeding function¿ ¿- inspection of the objective lens cleaning function¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing there was an angulation malfunction on the evis exera iii colonovideoscope. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the nozzle was clogged by a black rubbery material causing air/water flow issues. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of an angulation malfunction was confirmed. Additional findings other than the clogged nozzle include the following: the wire stopper was detached; the bending section cover glue was discolored; the light guide lens was cracked; there was a leak on the body control unit between both knobs; and the channel plug stopper was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.